Manufacturer narrative:
The device was not available for return.

Event description:
It was reported to nevro that a trial patient developed numbness and weakness in the right arm and leg. A MRI scan indicated some abnormal signal along the cord and the patient was treated with steroids. The physician later decided to remove the leads and the patient is currently recovering in a rehabilitation facility.